Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. A crack was noted in the dialyzer and the leak was visually observed around the outside of the dialyzer. Estimated blood loss was 250 cc's. Prophylactic antibiotics were administered as a precaution. Patient had no adverse effects and no medical intervention was required. Sample not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.